Event description:
Customer reported experiencing leakage at the cassette during usage. The location of the leakage was not known initially. As a result of the lab investigation, the leakage was found to be related to split film at the inlet valve of the cassette. No further info is available.